Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to an allergic reaction. Reportedly, the patient had an allergic reaction to nickel after the first device was implanted. Furthermore, the leads have nickel at the helix and the patient had undergone a pacemaker explant procedure. No adverse patient effects were reported. This ra lead remains in service.